Event description:
It was reported that a malfunction alarm occurred, resulting in the customer going to the emergency room (ER) and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 517 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple contact attempts were made to obtain customers release date from hospital; however, no response was received from the customer. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.